Event description:
It was reported that the patient had been experiencing renal dysfunction prior to lvad implant. The patient was known to have stage iii-IV chronic kidney disease. The patient was also treated with IV diuresis, and was eventually discharged to inpatient rehab on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported renal dysfunction could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that following the lvad implant procedure the patient was experiencing decreased urine output with a creatinine peak of 3.11. An IV diuresis was not effective in removing excess volume, so continuous renal replacement therapy was started on (B)(6) 2021.